Manufacturer narrative:
During prep for an unknown procedure, the tempo 5f catheter was noted to be kinked/bent and cracked. The device was not used in the patient, the conditions were noted upon opening the packaging. There were no reported patient injuries. The procedure was completed by using another device. The device was stored, prepped and handled per the instructions for use (IFU). There were anomalies noted to the device when it was taken out of the packaging. There were no difficulties removing the product from the packaging. No other information was reported. The device was not returned for analysis. Two device photographs were received. Review of the photographs shows a crack on the body/shaft of the catheter, no kink/bent areas are shown. The catheter has what appears to have dried blood residue present. A product history record (phr) review of lot 17466720 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The event ¿catheter (body/shaft) cracked - during prep¿ was confirmed via device photograph review. A crack is noted on the body/shaft. The event ¿catheter (body/shaft) kinked/bent - during prep¿ could not be confirmed since the device was not returned for analysis, and the device photograph did not display this condition. The exact cause of the reported events could not be determined. Storage and handling factors may have contributed to the event, as stated in the precautions in the IFU, ¿store in a cool, dark, dry place. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not use if package is open or damaged. Exposure to temperatures above 54 degrees c (130 degrees f) may damage the catheter.¿ the phr review does not suggest that the issue experienced is related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, tempo 5f catheter was broken. There were no reported patient injuries. The device was stored, prepped and handled per the instructions for use (IFU). The catheter broke and this was observed the moment the package was opened. There anomalies noted to the device when it was taken out of the packaging. There were no difficulties removing the product from the packaging. The device kink/bent and was also cracked. The procedure was completed by using another device.